Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while moving the tubing from one side of the patient to another, the tubing detached at the connection of the three port site. There is no report of patient harm.